Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep removed cleaned and greased the candle sticks. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would overheat and lock up. No pt injury was reported.